Manufacturer narrative:
The total protein gen.2 reagent lot number and the expiration date were not provided. Calibration was passing prior to the event. The qc recovery was outside of the acceptable range. A field service engineer (fse) determined that the sample probe was partially clogged, replaced it, and checked the horizontal alignments. The fse successfully performed a restart of the analyzer and performed a precision check. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable results for multiple patient samples and multiple tests on a cobas c 503 analytical unit. Discrepant results were provided for 1 patient sample tested for total protein gen.2. The initial result was 5.6 g/dl. The repeat result on another c503 analyzer was 7.5 g/dl. The repeat result was deemed to be correct. The sample was repeated because the customer experienced qc issues.